Event description:
A pharmacist reported that the needle came out of the plastic protection while the nurse was connecting it to the instrument during surgery. The nurse was hurt while connecting the instrument. Additional info has been requested.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. (B)(4).